Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-13181. It was reported that the patient presented remotely. Review of the remote transmissions revealed that the implantable cardioverter defibrillator (ICD) and right atrial (ra) lead exhibited noise reversion episodes on stored electrograms (egm). No intervention or patient consequences were reported. The patient would continue to be monitored.